Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient felt like the stimulator stopped working, which was clarified to mean they were no longer feeling stimulation. The patient was asked if they were getting 50% reduction in symptoms and they confirmed they were getting 50% or greater, stating this was a miracle device. The patient stated the day after implant they had an unrelated hospital visit. They stated they had an MRI scan and they remembered being told not to, after that the patient thought nothing was working. They stated they thought the scan was 2 days after implant. On the call stimulation was increased, they stated they had stimulation at 1.7 volts at the end of the call and confirmed it was comfortable.